Event description:
This report was received from a nurse with follow up from (B)(6) and supplemental information from an additional nurse from the USA, of a patient with abdominal pain and peritonitis. This was reported as a result of contamination of the transfer set, after reporting a loose connection coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency and lot not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2012, during a call with baxter technical services, a nurse from the hospital reported the patient had peritonitis. (B)(6) followed up on (B)(6) 2012, where it was reported that on (B)(6) 2012, the patient had developed abdominal pain. That same day, the patient was prescribed and started on cipro 750 mg daily by mouth for the abdominal pain. Later that day, the patient called the pd clinic stating that the transfer set connection had come loose. The patient went to the pd clinic, where he received one dose of vancomycin 1 gram ip. That same day, on (B)(6) 2012, the patient was admitted to the hospital and diagnosed with peritonitis. Treatment administered to the patient in the hospital for peritonitis was unknown. The patient was discharged home from the hospital on (B)(6) 2012. At the time of this report, abdominal pain was resolved. Resolution date was unknown, but it got better while the patient was in the hospital.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was not available. Should additional information become available, a follow up MDR will be sent.